Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5 failed and device was not detected on bus. A field service engineer found that medications from matrix drawer 6 had gotten caught with the full height cubie drawer and the retractor band was accidentally pulled out or torn. Further, the fse replaced the retractor band, cleaned out all the trays and other debris found around the pockets, checked for any damage in the area, and confirmed that everything looked good. The fse then tested the device using the hardware test application (hta) and restarted the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the failure was caused by a damaged retractor band, resulting in a short and loss of drawer detection. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of es - rwcneuro1 drawer 5: device not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that medications from matrix drawer 6 became caught with the full height cubie drawer, causing the retractor band to be accidentally pulled out and torn. Further, the fse replaced the retractor band, cleaned out all the trays and other debris found around the pockets, checked for any damage in the area, and confirmed that everything looked good. The fse then tested the device using the hardware test application (hta) and restarted the application to resolve the issue. During dchu visual inspection: pn 353844-01: the unit was received with physical damage, specifically a broken hinge on the retractor arm, with bends and black marks along the flat flex cable, and was inspected under the microscope (microscope, c15-3125; no calibration required), which confirmed exposed copper strands with signs of thermal damage. No fluid ingress, loose components, or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since the returned retractor band was received with physical damage along the flat flex cable and signs of thermal damage observed on the copper strands. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of es - rwcneuro1 drawer 5: device not detected on bus was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.